Event description:
It was reported the patient was experiencing muscle spasms with stimulation on particularly following overstimulation sensations near her ipg site (reference MFR. Report #1627487-2015-06193). An sjm representative met with the patient and lowered stimulation levels as to avoid muscle spasms. Later that day, the patient reportedly went to the ER for severe muscle spasms in the back and stomach that continued when scs system stimulation was off. The patient is planning on moving forward with a full system explant which is planned for a later date. The exact reason for explant is unknown to the manufacturer at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.